Event description:
It was reported that a malfunction occurred after the pump was exposed to an x-ray while the customer was wearing a protective vest but did not remove the pump. The customer reverted to an alternate method of insulin therapy. There was no adverse impact on the customer¿s blood glucose level.